Event description:
The customer reported that the knife cut but would not retract, keeping the jaws of the device from closing. Sutures were used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.